Event description:
It was reported the patient had her scs system removed because her scs ipg came out of the pocket site and was causing discomfort and pain. The patient also reported it would cause a tingling sensation in her left leg which would occur with stimulation off.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.